Event description:
Needle broke off under the skin [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device information: class iia. This spontaneous report received from the united states was reported by a physician as "needle broke off under the skin" and concerns a (B)(6) female patient using a "needle" (brand unspecified) from an unspecified date due to diabetes mellitus. Patient's height and weight were not reported. The patient's medical history included diabetes mellitus. On (B)(6) 2011, the emergency room physician reported that a patient had injected herself with a novolog flexpen and the needle broke off under her skin. The location was in the left lower quadrant of her abdomen. An x-ray was done that confirmed that the broken needle was under her skin. Surgery was planned to remove the needle using local anesthesia. The physician was not sure what brand of needle the patient had used. No adverse events were reported regarding the novolog flexpen. The outcome for needle broke off under the skin was not recovered. Please note: novofine 32g needle was selected as the suspected product because it is the highest selling novo nordisk needle, however, no needle brand was specified by the reporter.